Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having experienced low blood glucose. Customer stated his blood glucose was 126 when waking up in the morning and it dropped to 59 mg/dl; customer ate breakfast and took glucose tabs and blood glucose went up to 342mg/dl, then checked again and blood glucose reading was 111 mg/dl and 25 minutes later dropped to 40 mg/dl; he stated he drank orange juice to treat. During troubleshoot; customer stated the drive support cap on his insulin pump appears to be recessed. He explained he called the night before and was assisted on changing his infusion set and reservoir and stated he was disconnected during the rewind/prime sequence. It was confirmed that the time, date, basal rates and bolus dose are correctly set up in the insulin pump and reservoir was showing the same amount of insulin as shown on the status screen. Blood glucose at the end was 91mg/dl. Nothing further reported